Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was outside of original packaging. The anchors and suture were not returned with the device. The actuator and actuator tip were fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: correction on h6.

Event description:
It was reported that during a knee procedure, the anchor needle was inserted into the knee joint by the surgeon and pierced the meniscus at desired spot at meniscal tear to release first peek puck. Therefore, the t2 anchor released itself and came out of the inserter shaft. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.